Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient's pacemaker was being changed out due to normal battery depletion (nbd). During the procedure, the right ventricular (rv) setscrew was found to be stuck and the patient's rv lead from another manufacturer was stuck in the header. The lead was subsequently capped and abandoned and the device was successfully explanted. Both the device and rv lead were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the right ventricular (rv) lead still inserted in the header. No holes were noted in the seal plugs. Both a-tip and v-tip seal plugs were removed to perform a visual inspection of the setscrew and capture washers. It was noted that a hex wrench was broken off in both the a-tip setscrew and the v-tip setscrew. Visual inspection noted both capture washers bowed upward. Very little force was applied to the lead and it was easily removed from the device header. Impedance testing was completed and all measurements were within normal limits.

Event description:
--